Manufacturer narrative:
(B)(4).

Event description:
It is reported that the tip of the dilator was found split during insertion. As a result, a new kit was opened and used successfully. There was no reported delay. There were no reported pt complication, injuries, or death.